Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for post lumbar laminectomy syndrome and spinal pain. The rep reported that during a normal reprogramming session with the patient, they ran an impedance check and noticed that electrodes 4, 5, 13, and 14 were indicating a possible short circuit. The rep stated that the patient had not noticed any change in therapy or an increase in charging. It was noted that their current programming has an anode and cathode on electrodes 4 and 5. The rep indicated that the patient had no knowledge of any environmental or contributing factors that may have led to the issue. The rep programmed around the shorted leads, but it is unknown if the issue was resolved. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the shorted electrodes were not resolved at the time of programming. They stated that they programmed around the affected electrodes. No further complications were reported or anticipated.